Event description:
It was reported that the pen needle 31x5 experienced the cannula breaking off or pulling out on the patient or non patient end during use. The following information was provided by the initial reporter: patient use bd 5mm pn with pen to inject at abdomen. During injection, needle was broken and broken part was stuck and left into abdominal skin.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31x5 experienced the cannula breaking off or pulling out on the patient or non patient end during use. The following information was provided by the initial reporter: patient use bd 5mm pn with pen to inject at abdomen. During injection, needle was broken and broken part was stuck and left into abdominal skin.